Manufacturer narrative:
During investigation of the charger for an unrelated issue, a reportable malfunction was found. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified.. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.